Manufacturer narrative:
Two samples from the patient were submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer provided 1 patient sample for investigation that was tested for thyrotropin (tsh), ft3 - free triiodothyronine (ft3 iii) and free thyroxine (ft4 ii). Based on the data provided, erroneous ft3 iii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. Erroneous ft4 ii results were also identified between the e 170 analyzer and the e411 analyzer used at the investigation site. Erroneous results were reported outside of the laboratory. This medwatch will cover ft4 ii reagent lot 188371. Refer to medwatch with patient identifier (B)(6) for information on ft4 ii reagent lot 184927. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to the attached data for patient results. No adverse event occurred. The e411 analyzer serial number was (B)(4).